Event description:
This rv lead was implanted on (B)(6) 2016. And was explanted on (B)(6) 2016. The lead was explanted, due to infection. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).